Manufacturer narrative:
Device evaluated by MFR. Method: device history record review is ongoing. Results: no definitive results at this time. Conclusions: no conclusion can be drawn at this time.

Event description:
The MFR was informed that on (B)(6) 2013 a memo 3d, mitral ring, size 28 was explanted, after 2 months, due to a dehiscence of the ring and consequent mitral regurgitation. On (B)(6) 2013, the memo 3d was implanted. During the same surgery, concomitant procedures were performed: tricuspid repair, CABG x1, and rf maze procedure. One month after implant, pt presented at hospital in congestive heart failure. Echo revealed severe mitral regurgitation, and surgical intervention was conducted. Intra-operative exposure revealed ring/annular dehiscence (ring cuff appeared to be intact) along anterior portion (from 11 o'clock to 5 o'clock). Memo 3d was explanted and replaced with a magna ease. The memo 3d was sent to the pathology to perform cultures which were reported negative. The hospital will not be returning the ring to the MFR.